Event description:
Patient representative reports patient is experiencing "pain, fever, lymph knots: granuloma, late seroma," and "suspected alcl." Pathological markers confirming alcl have not been received. Patient was additionally diagnosed with "thesaurismosis;" this event is not related to the device. Treatment provided in the form of antibiotics. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of "granuloma, late seroma, and lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "persistent pain, late seroma, granuloma, and suspected alcl."

Event description:
Patient representative reports patient is experiencing "pain, fever, lymph knots: granuloma, late seroma," and "suspected alcl." Pathological markers confirming alcl have not been received. Patient was additionally diagnosed with "tesaurismosi;" this event is not related to the device. Treatment provided in the form of antibiotics. Device has been explanted. This record is for the left side.